Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device was placed down in a vein graft and inflated to nominal pressure, but the balloon would not inflate due to a pin hole at distal end of balloon.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the proximal balloon shoulder is slightly unfolded, and blood was found inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The distal balloon shoulder shows a damage in the shape of a small cut. This cut is reaching through the wall of the balloon shoulder, causing a leakage. The leakage of the balloon most likely contributed to the inability to expand the stent. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.